Event description:
It was reported that, "the surgical technique describes threading the tap into the implant in a reverse threaded fashion. After several attempts, the surgeon turned in a normal right handed thread direction and it immediately locked in. Either the surgical technique photo was incorrect or the instrument was incorrect."

Manufacturer narrative:
The device will not be returned because it appears to be functioning properly. Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.